Manufacturer narrative:
Mfg site name - freudenberg medical. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-02152 pertains to the first resolution clip device, manufacturer report #3005099803-2016-02153 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-02154 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy performed on (B)(6) 2016 to close an anastomotic leak that had developed following an anastomosis procedure in the descending colon. The patient was scheduled to go for surgery if the physician was unable to resolve the issue by clipping the site. According to the complainant, during the procedure, the clip grasped onto the tissue, however; it failed to close all the way and eventually the clip fell off the tissue into the patient. The same issue occurred with the other two resolution clip devices. The patient had to go back for a surgical intervention to resolve an anastomotic leak from the previous surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the surgery was reported to be fine.